Event description:
It was reported that, an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphical user interface (gui) printed circuit board (pcb), and customer was instructed to call back if the recommendation did not correct the failure. Customer reported that the repair decision has not been made yet. Covidien was not authorized to evaluate the device.